Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The second clip also grasped and locked onto tissue, but failed to release from the catheter to deploy. It was further noted that the second clip was unable to close onto tissue. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.